Manufacturer narrative:
(B)(4). Patients year of birth was reported to be 1953. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was presumed to be due to the patient perspiring profusely while performing pd therapy, but was not medically confirmed. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the peritonitis was manifested by abdominal pain and cloudy pd effluent. The patient was treated with ceftazidime and cefazolin (doses, frequency and routes not reported). The patient was discharged from the hospital sixteen days after hospitalization and was reported to have recovered from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available.